Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 4114. H6: results code was updated to 213. H6: conclusions code was updated to 67. H10: narrative/data was updated. The reported device was not returned for evaluation. The reported condition of a fractured screw was not confirmed. Since product has not been returned, visual/functional inspection could not be performed. DHR review could not be performed, as the lot number associated with the reported product is not available. A complaint history review could not be performed without relevant item and lot information. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s title, first name, last name, and email address are not provided / unknown. Device not returned to manufacturer.

Event description:
Doctor reports that patient presented with an unknown biomet screw fractured in the implant. The screw was removed and discarded.